Event description:
It was reported that the patient presented to the emergency room with diaphragmatic stimulation. It was noted that the left ventricular lead exhibited unacceptable thresholds and dislodged. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead exhibited loss of capture.